Event description:
It was reported that the atrial lead had small p-waves, intermittent far field r- waves (ffrw), and was undersensing. Follow up was attempted for additional information, but was unsuccessful. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: (B)(4) implantable cardioverter defibrillator 2010 (B)(6). (B)(4).